Event description:
It was reported that the pump battery was charging slower than expected. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.